Manufacturer narrative:
The unit has not been returned for investigation. Following receipt of this complaint, belmont's sales representative has remained in contact with the hospital and will continue to work closely with the staff to offer further guidance on proper use of the device moving forward. The manufacturing records were reviewed and nothing notable was observed. The unit has not been returned for service since it was shipped to the customer in january 2018. We were unable to investigate the disposable set, as it was not returned for evaluation, nor was the lot number of the disposable set provided. When the rapid infuser detects a situation that is compromising effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays measures for corrective action. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The following report was received from the user facility: "the unit has had several issues. It sometimes doesn't turn on. Sometimes it just stops infusing. Sometimes it alarms the temperature alarm and then stops infusing. Sometimes it just slows, even when it is plugged in. In each of these cases, we were actively resuscitating these patients and two were trauma codes and we had to switch out machines. This is at least the 4th time I am aware that work orders have been placed for this particular machine".